Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced an infection at the implant site. The recipient presented with pus, granulation tissue, and drainage. The recipient's device became exposed. Additional information regarding treatment details were not provided. The recipient's infection resolved. The recipient is doing well. This is the final report.

Manufacturer narrative:
The recipient was reportedly treated with oral antibiotics until explant surgery. The recipient was hospitalized overnight prior to explant surgery and was treated with IV antibiotics. The recipient's infection is resolving.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted.